Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: none provided. Implant procedure: laparoscopic ventral incisional hernia repair with mesh. Lysis of adhesions x 45 minutes. Implant: gore® dualmesh® plus biomaterial [1dlmcp06/05046803]. Implant date: (B)(6) 2009 (hospitalization dates unknown). (B)(6) 2009: (B)(6) medical center. (B)(6). Operative report. Assistants: (B)(6). Preoperative and postoperative diagnosis: ventral incisional hernia. Anesthesia: general. Findings: ¿the patient had a 4x5 cm defect in the anterior abdominal wall fascia at the midline incision. The hernia was repaired with 15x19 cm dual mesh to cover the incision including the umbilicus. There were moderate adhesions of omentum to the entire abdominal wall which required extensive lysis. All the hernia content was reduced from the hernia sac completely.¿ operative procedure: an informed consent was obtained at a previous preoperative clinic visit. On the day of surgery, the patient was identified in the preoperative holding area and brought to the operating room suite and placed on the table in the supine position. After induction of general endotracheal anesthesia and placement of a foley urinary catheter, the patient's abdomen was prepped and draped in a normal sterile fashion. We first started with placement of trocars for the laparoscopy. A veress needle was introduced into the peritoneal cavity through the left upper quadrant just two finger breadths below the costal margin mid clavicular line. The saline drop test confirmed that the needle was within the peritoneal cavity. We then insufflated the abdomen with carbon dioxide gas to a pressure of 15 mmhg. A 5 mm stab incision was then made in the left upper quadrant through which laparoscopic trocar was introduced into the peritoneal cavity. We then introduced a 5 mm 30-degree camera through this port. As mentioned above, the patient did have adhesions of omentum in the intraabdominal wall and into the hernia sac. We placed an additional 10 mm trocar in the left lower quadrant and a 5 mm trocar in the right lower quadrant for surgery. On direct laparoscopic vision, we then performed lysis of adhesions bringing down the omentum from its attachments to the hernia sac and the intraabdominal wall. This process continued for about 45 minutes. After all lysis of adhesions was performed, we then measured the hernia defect. Given that the patient's midline abdominal incision was weakened, we decided to place a large mesh that will cover the entire previous midline infraumbilical abdominal incision all the way up to the umbilicus. A 15x19 cm global mesh was used for this procedure. Mesh anchoring sutures were placed at 4 points on the mesh. The mesh was brought into the abdominal cavity. We then used a suture passer device to introduce percutaneously through the skin into the abdominal cavity. We then grasped the anchoring sutures using a suture passer device and brought them to the skin surface. We did this for all four anchoring sutures. These sutures were later on tied to secure the mesh to the intraabdominal wall. The suture passing device was passed into the abdominal cavity through a 3 mm stab incision made at the skin level. We then placed four additional anchoring sutures to further secure the mesh to the intraabdominal wall. This was again done with a suture passing device through a 3 mm stab incision in the intraabdominal wall and through the mesh and back out again through the stab incision. All the anchoring sutures were then tied. We used a tack device to tack the remaining edges of the fascia to the intraabdominal wall. A total of two sets of tackers were used requiring more than 30 staple tacks to secure the rest of the mesh. After this we then inspected the abdominal cavity for any other abnormalities and none was seen at this time. We then removed all ports and reversed pneumoperitoneum. We then closed the fascia defect at the l0 mm port side also using a suture passer device prior to reversing pneumoperitoneum. All skin incisions of the trocar sites were closed using 4-0 monocryl placed in a running subcuticular fashion. Mastisol and steri-strips were applied to all incisions including the stab incisions for passing the sutures. Occlusive dressings were then applied. General endotracheal anesthesia was then reversed and the patient was subsequently brought to the recovery room in good condition. (B)(6) 2009: (B)(6) medical center. Implant record: ¿gore dualmesh® plus biomaterial.¿ ref catalogue number: 1dlmcp06. Lot batch code: 05046803. W. L. Gore & associates. Explant preoperative complaints: none provided. Explant procedure: exploratory laparotomy. Explantation of infected mesh. Right lower quadrant wound exploration and excision of chronic sinus tract. Explant date: (B)(6) 2019 (hospitalization dates unknown). (B)(6) 2019: (B)(6) medical center. (B)(6). Operative report. Assistants: (B)(6). Resident. Preoperative and postoperative diagnosis: infected mesh. Findings: chronic mesh infection, mesh explanted. Operation performed in detail: the patient was taken to the or and transferred to the table in supine position. General anesthesia was induced. The abdomen was prepped and draped in a sterile fashion. A time out was conducted per protocol. Perioperative antibiotics were administered prior to incision. A lower midline laparotomy was made and dissected down through the fascia until the mesh was encountered. We entered the abdomen on the superior most aspect of the mesh, just at the level of the umbilicus. We took care not to damage any intra-abdominal viscera. We then dissected the mesh off of the overlying fascia using electrocautery. The metal tacks holding the mesh in place were also removed en bloc with the mesh. We continued this circumferentially until the mesh was released from the abdominal wall. At the inferior most aspect of the mesh, there was a sinus tract that led to the sinus opening on the skin on the right lateral aspect of her pfannensteil. There was purulent material expressed in this tract. The sinus tract was excised with electrocautery. The remaining tacks in the abdominal wall were removed. The mesh and tacks were handed off as specimen. Hemostasis was achieved. The abdomen was irrigated. The fascia was closed using 0 pds in a running fashion. The subcutaneous tissue was packed with moistened kerlix, covered with abd gauze and tape. The patient was emerged from general anesthesia and take to the pacu for recovery. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: explantation of infected mesh, wound exploration and excision of chronic sinus tract. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2009: (B)(6) medical center. (B)(6), md. History and physical. Ventral hernia x 2 years. Surgical history of cesarean section x 2. Tubal operation by laparoscopy in 1994. Weight 204 lbs. Exam: abdomen, umbilical hernia reducible. Impression: ventral incisional hernia. Healthy, low risk patient. Plan: preop for ventral hernia repair with mesh on (B)(6) 2009. Relevant medical information: (B)(6) 2009: (B)(6) medical center. (B)(6), md. Office notes. Follow up ventral hernia repaired with mesh (B)(6) 2009. Post op constipation, dysuria. Went to emergency room x2. CT shows constipation. Exam: incision clean, dry, intact. Abdomen soft, mild tender to palpation. Plan: prescribed bactrim. (B)(6) 2009: (B)(6) medical center. (B)(6), md. Office notes. Patient thinks she has a urinary tract infection. Pain to surgical site. Weight 200 lbs. Exam: surgical sites closed clean without discharge. Encourage water, ambulation. Colace daily. (B)(6) 2009: (B)(6) medical center. (B)(6), md. Office notes. Follow up rectal bleeding. Reports since ventral hernia repair, has left lower quadrant and suprapubic pain. Says the pain is worse first thing in morning and in evening. Rectal bleeding has resolved, none in the last 3 weeks. The abdominal pain describes as deep ¿it feels like something is rubbing inside me.¿ feels dizzy frequently. Exam: abdomen left lower quadrant and suprapubic area tender to palpation with guarding, no rebound tenderness. All incisions healed. (B)(6) 2019: (B)(6) university. (B)(6), md. History and physical. Being evaluated for abdominal wound with infected mesh. She had a ventral hernia repair in 2009 at (B)(6) hospital. Was discharged from riverside after resolution of right upper quadrant pain and believed to be due to opioid use. Was discharged at baseline pain and discharged with instructions to follow up to address the mesh infection and discuss surgical options. Denies fevers or chills, nausea, emesis. History of migraines. Surgical history of cesarean sections x 5; hernia repair 2008; tubal ligation. Never smoker. Weight 92.5 kg, bmi 33.93. Exam: abdomen soft, nontender, nondistended, 3 cm wound in midline, draining clear liquid. Wbc 5.3. Impression: prior ventral hernia repair, currently with acute worsening of chronic abdominal wound. Plan: exploratory laparotomy, explant of mesh, possible bowel resection, possible ostomy. Explant date: (B)(6) 2019). Relevant medical information: (B)(6) 2019: (B)(6) health. (B)(6), md; (B)(6). Pathology. Accession#: (B)(4). Diagnosis: a. Lymph node (biopsy): one lymph node showing reactive changes negative for metastatic carcinoma. B. Soft tissue and infected abdominal wall mesh (explantation): synthetic mesh with adherent fibrofatty removal secondary to infection; gross examination only. C. Omentum (omentectomy): benign adipose tissue with congested vessels. No malignancy seen. D. Soft tissue, sinus tract (excision): ulcerated fibroadipose tissue with abundant histiocytic inflammation with multinucleated giant cell reaction formation, consistent with sinus tract. No malignancy seen. Clinical information: impacted mesh. Gross description: a. (Labeled: olivares, ana rosa; lymph node) received in formalin is a less then one gram. 0.8 x 0.6 x 0.5 cm possible lymph node. B. (Labeled: olivares santiago, ana rosa; infected abdominal wall mesh) received in formalin is a 9.7 x 8 x 2.4 cm fragment of tan synthetic material with adherent fibrofatty tissue. Gross only, imaged. C. (Labeled: oliveros santiago, ana rosa; omentum) received in formalin is a 46 gram, 7 x 6, 7 x 6.5 x 2.8 cm portion of omentum. Sectioning reveals lobulated yellow fatty cut surface. D. (Labeled: oliveros santiago, ana rosa; sinus tract) received in formalin is a 9 gram, 4 x 2.5 x 2 cm fragment of lobulated adipose tissue. Sectioning reveals a tan-white fibrous area with yellow discoloration. There is a possible 1.7 cm long tract. (B)(6) 2019: (B)(6), md. Discharge summary. Admit date: (B)(6) 2019. Principle diagnosis: infected prosthetic mesh of abdominal wall. Secondary diagnosis: chronic abdominal wound infection; abdominal wall abscess. Admitted after procedure. Received routine wet to dry wound care of the abdominal wound which weas left open. Hospital course was unremarkable and she was eating regular diet throughout. On (B)(6) 2019, returned to the operating room for skin closure. There were no complications. On (B)(6) 2019, pain was well controlled and she was tolerating a diet. Was deemed ready for discharge at that time. Exam: abdomen: perneo dressing with dermabond in place; no bleeding. Abdomen soft and appropriately tender around incision. Instruction: no heavy lifting for 8 weeks. (B)(6) 2019: (B)(6), md. Office notes. Presents to clinic 7 weeks following ex-lap, explanation of infected mesh and excision of chronic sinus tract on (B)(6) 2019. Continues to have continued odorous thick yellow drainage from several opening along the midline and right transverse incision site. Also complains of 5/10 pain at the incision site and lateral to the right midline incision site. Has been cleaning it with hydrogen peroxide daily. Tolerating a regular diet but has decreased in oral intake due to nausea without emesis. Having bowel movement every 3-4 days. Just completed course of antibiotics. Weight: 90.3 kg, bmi 33.12. Exam: abdomen soft, nondistended. Four 3-4 mm open wounds with clear yellow draining fluid and foul odor at the midline and one draining opening at the right transverse incision. CT abdomen/pelvis (B)(6) 2019: chronic granulation tissue in soft tissue of anterior abdominal wall. Possible sinus tract into peritoneum, possible enterocutaneous tract with small bowel. Impression/plan: chronic mesh infection who recently underwent ex-lap, mesh explantation, wound exploration and excision of chronic sinus tract with delayed wound closure on (B)(6) 2019. Postoperative healing complicated by chronically draining wound. Wound care: stop cleaning with hydrogen peroxide, keep wound clean. (B)(6) 2019: (B)(6), md. History and physical. Had mild wound infection after surgery that was self draining. Was advised to continue home medications and antibiotics and was advised to come to the emergency room of she has worsening symptoms or pain. Patient reports that she has been in severe pain and is nauseous and had chills for a past few days, two episodes of vomiting, and constipation in the past followed by diarrhea today (stool x6). Currently she has hypogastric and right lower quadrant pain. Weight 91.4 kg, bmi 33.53. Exam: abdomen soft, tender in hypogastric region and right lower quadrant, pus draining sinuses present in hypogastrium, bowel sounds active all four quadrants. Impression/plan: will undergo ex lap, abdominal wound exploration and possible mesh placement tomorrow. (B)(6) 2019: loma linda university health. Jeremy kieth deisch. Pathology. Accession#: (B)(4). Diagnosis: a. Chronic fistula tract (resection): skin and soft tissue with fistula tract and prominent chronic inflammation. Foreign-body giant cell reaction. Gross description: a. (Labeled: oliveros santiago, ana rosa; chronic fistula tract) received in formalin are two portions of yellow-tan fibrofatty tissue with attached skin ellipse, together weighing 20 grams. The 5.5 x 2 x 2 cm portion of fibrofatty tissue displays a 1.5 x 0.7 cm tan-pink skin ellipse on one aspect. The other portion of fibrofatty tissue is 4.5 x 3 x 3 cm, and has a 3.5 x 0.6 cm tan-pink skin ellipse on one aspect. Both skin ellipse on both portions display a central opening that communicates with a tract within the fibrofatty tissue. (B)(6) 2019: (B)(6) md. Discharge summary. Admit date: (B)(6) 2019. Principal diagnosis: chronic abdominal wound infection. Was admitted on (B)(6) 2019 for chronic abdominal wound infection ¿ infected hernioplasty mesh, that was self draining. Reported that has been in severe pain, nauseous and had chills for few days prior admission. In addition, had two episodes of vomiting, and constipation in the past followed by diarrhea. Was taken to the operating room for wound exploration and exploratory laparotomy with excision of the fistula tracts and drainage of reactive abdominal fluid with primary fascial closure on (B)(6) 2019. Augmentin twice a day was started the same day of the surgery and will be continued x 7 days. On (B)(6) 2019, the surgical dressing was removed. Had one episode of emesis that occurred after she took pain medication. Pain was not controlled, received intravenous dilaudid that made her feel itchy. New regimen started. On (B)(6) 2019, wound packing was removed. Reported pressure sensation on lower abdomen, pain with urination, and blood in urine. Today, patient expressed her desire to go home. Is passing gas, no bowel movement yet, with mild abdominal pain controlled with current treatment. Tolerating regular diet, with nausea. Vertical midline wound and a transverse right lower abdominal wound, incision, clean, dry, are closed with staples and covered by dry gauze. Exam: abdomen soft, non-distended. Tender to palpation in the lower abdomen, telfa packing was removed today ¿ two wounds ¿ vertical midline wound and a transverse right lower abdominal wound closed with staples in place covered by dry gauze. Activity: no heavy lifting for 2-4 weeks (lift no greater than 10 lbs per hand). (B)(6) 2019: (B)(6), md. History and physical. Abdominal wound. Was discharged home with wounds closed with staples and on a 7 day course of augmentin. Exam: abdomen soft, nondistended, midline wound without induration, minimal erythema. Exquisitely painful to palpation. Wbc 10.18. Impression: issues with abdominal wound healing and purulent drainage. Plan: admit. Plan for opening of midline wound at bedside and wound vac placement. (B)(6) 2019: (B)(6), md. Discharge summary. Admit date: (B)(6) 2019. Principle diagnosis: chronic abdominal wound infection. 8/29: wound vac placed. 8/31: patient with some emesis. No other acute events overnight. Found to have ileus and moderate fecal burden on kub. Was found to have on CT abdomen/pelvis gallbladder sludge/stones with mild distension of the gallbladder and us showed cholelithiasis with mild gallbladder distension without other sonographic evidence of cholecystitis. Wound vac changed. 9/02: wound vac changed, advanced to regular diet. 9/03: wound vac removed, changed packing to wet to dry kerlix. Treatments included 7 day course of zosyn. Exam: abdomen soft, bowel sounds are normal, exhibits no distension. There is tenderness (near sites of open wounds along midline and right lower quadrant). There is no guarding. Wet to dry packing in place. Wound care: wet to dry packing, cover with gauze. (B)(6) 2019: (B)(6), md. History and physical. Presenting to emergency department today for abdominal pain and malaise. Reports 3 month history of right upper quadrant pain, now constant 7/10 severity. Also had intermittent nausea ¿for a long time¿, which has progressed and is now intractable. 2 days ago started having green-tinged nonbloody emesis, malaise, dizziness, and fevers. Unable to tolerate oral and last bowel movement was yesterday. Wound is being packed with kerlix and covered with gauze and paper tape by her daughter twice a day, and patient states wound is improving. Exam: abdomen soft, nondistended, very tender to palpation in right upper quadrant, moderately tender to palpation in epigastrium, mildly tender elsewhere, no rebound or guarding, lower abdominal midline wound with dressing in place. Impression: acute cholecystitis. Delayed wound healing, improving. Plan: admit. Plan for laparoscopic cholecystectomy. (B)(6) 2019: (B)(6), md. Discharge summary. Admit date: (B)(6) 2019. Principle diagnosis: acute cholecystitis. CT abdomen performed showed the gallbladder distended with multiple gallstones, without gallbladder wall thickening, pericholecystic fluid or sonographic murphy sign. Was placed on zosyn and was treated with norco for pain and zofran for nausea for suspected symptomatic cholelithiasis and was subsequently taken to the operating room for laparoscopic cholecystectomy on 9/15 and found to have acute cholecystitis, inflamed gallbladder, and edematous gallbladder wall. Post-op course was not complicated. Was noted to be ambulating, pain controlled, tolerating a regular diet, and having normal bowel function. Was discharged home. Exam: abdomen soft, nondistended, mildly tender to palpation in right upper quadrant, mildly tender to palpation in epigastrium, laparoscopic incisions noted clean dry intact, lower abdominal midline wound with dressing in place. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.